Event description:
The customer stated that they have a check network alert displaying on the system. This alerts the user that they have lost part or all of their network connection. The effect of the loss of connection in this case is that the acuity central station would not be able to provide centralized monitoring on any patients connected to the system. Monitoring functionality continued at bedside. There was no patient harm of any kind associated with the network failure. Welch allyn technical support assisted the customer in determining possible causes of the loss of network connectivity. Tech support sent spare network components to the customer. The customer received them the next day and installed all of them, resolving the network problem. The customer did not return any of the components they pulled out and replaced. In any case, many of the components have been obsoleted and are no longer supported by their manufacturer, so failure investigation would likely not have produced a root cause in any case.